Event description:
It was reported that the telescope's eyepiece was detached. The issue occurred during a diagnostic cystoscopy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The cause of the reported issue is most likely due to the application of excessive force. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that the telescope had the eye piece detached from the scope. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The following non-reportable malfunctions were found during the device evaluation: there were dents on the outer tube, the inner, outer adapters and protector tube were missing, the fiber had breakage with dents on the edge, the eyepiece funnel was broken and there were dark spots in the optical system. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.